Event description:
The customer reported the bronchovideoscope for an unrelated issue found during maintenance. During on-site inspection by an olympus field service engineer revealed the device had significant debris over the connecting tube and bending tube. It was determined the customer skipped pre-cleaning.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Date of event is unknown. Additional information will be provided if available.